Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the unit has no power or suction. It is unknown if troubleshooting was performed. The lot/serial number was not provided. No medical impact or injury was reported. Female wicks. Per follow up information received on 17jun2026, it was reported due to the non to poor suction, which was observed lately by the equipment, my mother fragile skin was exposed to continuous moisture for long time. This has caused skin irritation and risk of breakdown. Wound care was performed to the affected skin. High absorbency under pads and skin protectant were used as measures of maintaining skin dryness and preventing exposure to moisture. The device was not replaced. I have been complaining for more than three weeks, going through many phone calls, most of them keep me on hold for over 3 hours! As much as I respect your products, but truly reaching customer care is almost impossible. Whenever I call they all time tell me we are just sales and please keep on hold, as customer care are so busy. No matter how long I wait I reach nowhere. The longest waiting time I was kept on hold reached 4 hours!!! This is not something expected from such a highly respected business. I have not yet received any replacement of the unit till now, although every phone call assures me that it¿s definitely going to be shipped immediately. The equipment was working fine for the past two years, but since a month ago my mom started complaining that whenever she pees, she feels urine comes on the diaper, and nothing goes in the tube. When this was confirmed, I contacted customer care, the water test was done and still no suction, I was informed the next step was sending me a replacement kit and based on my feedback they will proceed with replacement of the unit. I did follow their instructions when I received the replacement kit. At first there was no suction but after several trials suction became either poor suction or intermittent. After giving the feedback to customers care I was informed that replacement of the unit is initiated. Since this time, I keep on calling but every phone call is waste of time. Everyone assure me that the unit is on its way! Last phone call they said no shipment information was shown but they told me they fixed the issue and it¿s on its way. I really am frustrated, am still waiting for replacement of the unit based on the warranty agreement.